Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 314 mg/dl, 201 mg/dl, 112 mg/dl, 146 mg/dl, 111 mg/dl, and 128 mg/dl. No quality controls were run. No adverse event reported. A reported. A request was made for return of the suspect product and a replacement was sent.